Manufacturer narrative:
(B)(4). Evaluation summary: no products were returned for evaluation; however, an x-ray was included, which was described in the surgeon's notes as having "opening of the lateral joint space." The patient demographics (bmi) are: (B)(6) male (B)(6), (B)(6), with a large build and a medium activity level. The patient demographics may have contributed to the device failure, and the patient's reported injuries may also have contributed. However, because no devices were returned for evaluation, a definitive cause of the device failure could not be determined. Evaluation: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the patient is being revised due to instability.